Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and loss of sensing were observed on the atrial lead. The device was reprogrammed and the atrial lead was deactivated to resolve the event. The patient was stable and there were no adverse consequences.